Event description:
Three single baxter IV pumps were found to be malfunctioning. One pump did not turn on at all. The other two pumps were plugged in; one alarmed with a "damaged battery message;" the other pump when initially plugged in did not alarm. However, once it performed the systems check, it displayed a "damaged battery" message as well.